Event description:
Dealer advised joystick is not working. Dealer advised plugged joystick up and heard a electrical snap and then seen white smoke.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.